Manufacturer narrative:
Section a3a: sex: unknown; requested but not provided. Section a3b: gender: unknown; requested but not provided. Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section b3: date of event: jan 3, 2024 (date article was published). Section d4: model number: unknown, as the serial number was not provided, only provided as 350. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the device was explanted. Section h3 - other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Jacobson, a., bohnsack, b.l. Concurrent adjacent strabismus surgery with glaucoma drainage device placement in childhood glaucomas. Bmc ophthalmol. 2024. 24(1):4. Https://doi.org/10.1186/s12886-023-03275-8. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: concurrent adjacent strabismus surgery with glaucoma drainage device placement in childhood glaucomas a retrospective study was done to determine outcomes of concurrent strabismus surgery with placement of a glaucoma drainage device (gdd) in children. A total of 15 eyes of 13 patients underwent lateral rectus (lr) muscle surgery for exotropia or esotropia simultaneous with gdd placement (n=13 eyes baerveldt 350 and n=2 eyes ahmed fp8 and fp7 with ologen). It was reported that 2 eyes of 2 patients (patient 7 (left eye) and patient 13 (left eye)) implanted with the baerveldt gdd required tube revision with endoscopic cyclophotocoagulation to obtain intraocular pressure (iop) control. This file is to capture the event for patient 13. Separate reports will be submitted to capture the events for patient 7.